Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called in to report recurrent recoverable errors on universal surgical manipulator (usm)1. Prior to the call into intuitive technical support, the site already replaced the sterile adapter (sa), undocked and moved usm1, but the errors remained. The nurse also noticed that the 5 discs didn't move like the other usms when the sa was installed. The customer moved usm1 out of the surgical field to continue the surgery without it. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and didn't find any errors. The tse asked the customer to switch off the system in order to get the full logs. The customer called back after the case was finished. Full logs and expected error were still not present in the system history. The tse guided the customer to hard power cycle the patient side cart (psc). The recoverable error related to obstruction found returned immediately. The customer confirmed that no obstruction was present. No error was also displayed. The tse asked the customer to move usm1 along all axes, and usm1 was moving with resistance. The set up joint (suj) axes were not moving, and the tornado button was generating an error. The tse could not see any errors on his end. The tse asked the customer if it was possible to do the ongoing surgery without usm1. The robotics coordinator called in to report that they proceeded with the system as is. The robotics coordinator wanted to know why targeting was not working. The tse reminded the caller that as soon as the system encountered any error, targeting would be disabled. The robotics coordinator called back to report that it was impossible to move the boom up/down with the dedicated buttons. The tse asked the caller to power down the system, hold the clutch button on usm 1, and power up the system. The boom up and down movements were operational again. The customer called back in again to report that they could hear some noises inside the usm (like a spring sudden movement). The surgeon was trying to move usm1 as less as possible to avoid any potential issue. The tse noted that the last live logs available were showing error 25741 pointing to an issue with the port clutch button on usm1. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to physical damage. The complaint was confirmed by field evaluation. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned, and the arm 1 errors was replicated. The usm was tested on an in-house system in normal mode where it failed with error 319. The usm was also tested on a test platform (pftp) where it failed fiber test for rolling loop. After further investigation, the rolling loop was inspected, and damage was found. A new rolling loop fiber was installed and re-tested with a passing result.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned to failure analysis for a noise and ¿additional manipulations to move arm 1 as expected¿. The issue could not be confirmed. The usm was tested on an in-house system where it passed normal mode but was observed to be sluggish. The usm was also tested an in-house functional test platform where it failed the friction slow test for the yaw. Abnormal noise was observed during testing. Being sluggish could be attributed to the complaint of more manipulations needed to move the unit.

Event description:
Refer to h10/h11 for follow-up information.